Manufacturer narrative:
Unit passed displacement test. Unit alarmed hardware low level failure alarm during self test and pump trace download confirmed hardware low level failure problem isolated to the keypad. (B)(4).

Event description:
Information received by medtronic indicated that the reservoir ring was damaged. Customer stated that the insulin pump had cosmetic damage. Customer stated that the reservoir and insulin pump does not show signs of damage. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.